Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the device's atrial connector port would not permit the lead pin to be inserted. The device was not used and another was implanted. No patient complications have been reported as a result of this event.